Event description:
Patient reported the display of the infusion device is partial or erroneous, and patient is unable to correctly read the display information. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.